Event description:
"After primary plaque excision for peyronies, the right implanted cylinder passed through the perforated septum to the left corpus cavernous." Therefore by revision the right cylinder was mobilized and reimplanted." Reason for revision was pain and pt dissatisfaction.